Event description:
It was reported that prior to the start a da vinci assisted unilateral inguinal hernia surgical procedure, multiple faults appeared on universal surgical procedure (usm) 4, including motor axis message errors, communication link errors, and servo synchronization issues. The customer had already power cycled the system before contacting support, and the system powered up without faults at that time; however, a history of recurring faults for a week was identified in the logs. The recommendation was to use only three usms for upcoming cases and disable usm 4 if faults recurred during procedures. Later, a customer inquiry was made about disabling the faulting usm, and it was explained that the usm could be disabled by power cycling while holding down the port clutch button. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) 4 for intermittent errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 4 was analyzed and in the logs, the 32097 error coupled along with errors 40084 and 31226 was found indicating an aurora link error between the axes controller motor (acm) and axes controller spar (acs), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the 40084 error was triggered replicating the reported event. The unit was then installed onto an in-house patient side cart fixture test platform (pftp) where the unit failed the fiber test on the parallelogram fiber. A gold parallelogram fiber was installed and the unit passed the required test verifying that the parallelogram fiber to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the parallelogram fiber was found to be the root cause of the reported event.